Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported foot and guide break were confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath after a transcatheter aortic valve replacement procedure. Reportedly, after the procedure was completed, the proglide device could not be removed from the patient anatomy. The foot could be opened and closed and the device was ¿yanked¿ out of the patient anatomy with no vessel damage occurring. Part of the guide and the foot plate on each side of the foot separated and remained in the patient anatomy. The cardiothoracic surgeon performed a cut down and a vascular surgeon was called in to remove the separated portion of the device. The vascular surgeon used a non- abbott embolectomy catheter and hemostats to remove the separated piece of proglide from the patient anatomy. The artery was sutured closed and hemostasis was achieved. A clinically significant delay of two and a half hours was reported. No additional information was provided.